Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the patient presented to hospital with hemolysis and signs of heart failure. The patient was placed on intergrillin and heparin and observed. A decision was made to perform pump exchange after the computerized tomography (CT) scan showed laminated thrombus in the outflow graft. The patient experienced severe bleeding after coming off of cardiopulmonary bypass (cpb) and being supported on the vad. Patient was diagnosed with disseminated intravascular coagulation (dic) and vasoplegia in the operating room and given methylene blue. The patient was transferred to sicu where he expired.